Manufacturer narrative:
Device expiration date: unknown, device manufacture date: unknown. Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s1; occurrence: unable to perform complaint lot history check due to an unknown lot number for incorrect/missing label information. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for incorrect/missing label information. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the pen ndl smp pack 31 ga x 5 mm experienced no label or missing label information which was noted prior to use. The following information was provided by the initial reporter: material no. 320367, batch no. Unknown (provided: (B)(4)). It was reported that expiration date is not on packaging. Verbatim: called diabetes educator back to confirm product information. Confirmed this additional product information: diabetes educator called to inquire about expiration dates on demo sample packs that she obtained at a conference a while back. Stated there was no expiration dates on any of the sample packs. Stated the packs were not opened. Stated there was no copyright date.